Manufacturer narrative:
(B)(4). Batch # t5al2a. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during the esophageal cancer surgery, when surgery was finishing, during the irrigation of abdominal cavity, noted the saddle pin cap was in the patient. Removed it from patient. There were no adverse consequences to the patient. No additional information could be provided.